Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: ddbb1d1 implantable cardioverter defibrillator (ICD) 2014 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedances were high, rising gradually over the year. The lead remains in use and no patient complications have been reported as a result of this event.